Manufacturer narrative:
The device was not evaluated by the manufacturer, as the customer performs their own repairs. They were sent an assembly to repair the device. Device not made available by customer.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the fowler collapsed. There was no patient involvement.

Manufacturer narrative:
This MDR is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. The device is pending investigation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes <noe> 1 </noe> malfunction event, where it was reported the fowler collapsed. There was no patient involvement.